Manufacturer narrative:
(B)(6). The complaint device is not expected for return currently as the device remains implanted at this time, however a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that the patient had an initial left elbow arthroplasty, and is now scheduled for a revision due to unknown reasons to replace the humeral component with a distal srs custom humeral component. No further information has been provided. Attempts to obtain additional information are in progress, however further information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for a left total elbow arthroplasty revision due to her humeral component becoming loose and/or a periprosthetic humeral fracture. The humeral component is to be replaced with a custom distal humeral component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. On (B)(6) 2013, the patient presented with pain in her left arm. It is explained that, during the first quarter of the year, she had a gastric bleed which required extended stay in ICU. During this time, she was transported utilizing her left arm. When she became conscious, she had extreme pain and deformity in the left arm. It was diagnosed that she had a highly comminuted displaced fracture of the left distal humerus with failure of the implant. She was placed in a long-arm splint. No further records were provided past (B)(6) 2013. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as the part and lot number of the device are unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.